Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance and loss of capture. The lead had dislodged. The lead was explanted and replaced. The patient was fine post procedure.